Event description:
It was reported that during a da vinci si surgical procedure, the large needle driver instrument could not be recognized. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering checked for instrument recognition on an in-house system. The system successfully recognized instrument, showing 4 uses left. Pogo pins do not stick and are not contaminated. The dallas chip programmer (dcp) verification of instrument passed. The instrument was found with main tube broken at the mid point of the shaft. Evidence was not conclusive, but damage likely due to excess force applied normal to the main tube. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.